Event description:
During laparoscopic surgery endo gia was used. Upon use, the instrument fired staples, but did not cut. Scissors were used to provide tissue division. The surgeon proceeded to the second side, where a new instrument was used without incident. After completion on 2nd side, the cavity was again examined and the surgeon noticed a staple on the (lt) adnexa which had one leg in the tissue and the other a free end, extending beyond the tissue edge. Examination of the first gia unit used, (which came in instrument, loaded from MFR) revealed chipping of white insert and bending/displacement of blade rod. Abdomen was irrigated thoroughly to minimize risk to retained plastic fragments. None visualized via laparoscopy.